Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during a procedure in the common bile duct. The exact event date was not reported. During routine follow-up, on an unknown date, it was found that the patient had a duodenal perforation on the opposing wall from the ampulla, it was confirmed via CT and endoscopy. A drain was placed to help the perforation to heal. The procedure was successfully completed with another advanix biliary stent. The patient's condition at the conclusion of the procedure was reported to be expected to be fully recovered.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.